Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a peritoneal dialysis catheter. The customer reports the catheter was inserted on (B)(6) and developed a hole close to the cuff, requiring the catheter to be removed and replaced, and the patient required antibiotic therapy.